Manufacturer narrative:
Complaint sample was not returned for evaluation. A review of the lot device history records concludes that the product was manufactured, packaged and released according to global and plant product specifications. Treating doctor was unable to confirm if event was related to product in question. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Consumer reports having noticed something in their peripheral vision during the third day of wearing product. Consumer changed lenses and after a few hours, began experiencing pain. Consumer reports visiting local emergency department and being diagnosed with a corneal abrasion in left eye. Consumer¿s pain persisted and that same day, consumer visited emergency department once again. Consumer was referred to ophthalmologist on duty. Information obtained from ophthalmologist confirms diagnosis of corneal abrasion in left eye. At time of follow-up visit, patient¿s abrasion was healed; no residual scar. Ophthalmologist prescribed ciprofloxacin drops and a bandage contact lens. Ophthalmologist indicated it is unknown if the event is related to the lens and that it is unlikely that there would be any permanent decrease in visual acuity for this patient. Doctor reports patient to be recovered.